Manufacturer narrative:
The software investigation was unable to determine probable cause. Logs were reviewed but provided insufficient information regarding the cause of reported complaint. Logs captured multiple "probe verification failed" messages due to 'distance/angle' criteria from frame tool apart from this there was insufficient evidence to know the exact root-cause of the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 1.2.0, ubd:, UDI#: (B)(4). A medtronic representative visited the site to perform a system checkout. It was shown that the system had passed all tests and performed as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system during a functional endoscopic sinus surgery. It was reported that the doctor had multiple problems using the stealthstation ent system. During one case his probe kept becoming ¿unverified¿, and required reverification in order to use it. There was no known patient impact nor any reported delay. Additional information was received: it was reported that the cause of the issue was unknown. The site was in possession of the probe and would not be returning it as they didn't believe it was damaged. No further troubleshooting was done other than re-verifying the probe. There was a 10 minute delay and no patient impact.